Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/18/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/26/2016 with the following findings: during investigation, the pump powered on to a blank display with auditory and vibratory alarms. The original complaint of a blank display was duplicated. The pump cover was removed and the display screen was found smashed and cracked. A test display was installed and was fully illuminated and functional.